Event description:
During patient use, a "fault bat. System" and "device alert" alarms occurred. The ventilator kept ventilating in spite of the alarm. However, the patient was switched to another ventilator for the time that the ventilator was being serviced. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, additional patient information was not provided.